Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post-implant, the sensing and pacing lead impedance had decreased and the threshold had increased. An x-ray and CT scan showed the lead had dislodged. The lead was capped and replaced.